Manufacturer narrative:
B5. Describe event or problem, initial report inadvertently left out information previously known. B6. Relevant tests/laboratory data, including dates , initial report: last known system diagnostics inadvertently left out data previously known. H6. Investigation conclusions, initial report inadvertently used d15 instead d1402.

Event description:
It was later reported that the patient did not experience any adverse event that typical associates with the loss of therapy. During interrogation, no error codes were seen. Base on the information provided, general performance issue will be concluded as invalid. No other relevant information has been received to date.

Event description:
It was reported by the patient that they believed that their device stopped working. Internal data revealed that the device still has 7.8 years of battery life remaining. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.